Event description:
It was reported that during an implant procedure after the patient was sedated, the patient was obese and the physician had difficulty threading the lead in epidural space so the case was aborted. No patient complications noted.